Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No sample has been received by manufacturing for evaluation. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that, during silicone oil removal procedure an ophthalmic operating system restarted on its own. System worked fine after restarting and the procedure was completed on the same day. Information regarding patient harm has not been reported. Additional information has been requested but is not available at the time of this report.